Event description:
Reference importer report (B)(4).

Manufacturer narrative:
Document review: gmk primary fixed cemented tibial tray size 4 right: ref. 02.07.1204r / lot 131550 ((B)(4) device produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. Forty one tibial trays belonging to this lot have been already sold without any other similar incident. Additional information received on (B)(6): "it was described that the original cuts on the tibia did not allow the implant to sit flush. Over time this caused the patient to have pain which is why the surgeon decided to do a revision." From the data collected, there are no evidences that the event is device related.